Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl 13.2, -11.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vault. On (B)(6) 2021 a shorter length lens was implanted. This resolved the problem. Cause of the event is reported as other, patient was happy with vision, but surgeon recommended a lens exchange due to a high vault. Reportedly, patient is happy, not experiencing any issues.